Event description:
The patient reported that after wearing the pod on her arm for longer than 48 hours she noticed that her site was swollen and painful. The pod was removed and there was a hard bump at the insertion site. She went to see her healthcare provider who prescribed her the antibiotic cephalexin for her site infection. They also recommended her to use a hypacleanse with alcohol wipe when cleaning her site and since she started this she has not had another issue with her site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.